Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported patient was receiving blood transfusion when blood started leaking from PICC site on assessment. Dressing was removed and PICC was flushed and fluid obviously leaking from site. PICC removed and found to have a hole at the 4 cm marking. She was receiving chemotherapy as well as katamine for pain. She had to come into the hospital as a palliative patient to have her PICC removed and replaced. She ended up having another 4f PICC inserted. This caused the patient emotional trauma. No other information was provided.